Manufacturer narrative:
Conclusion: we apologize for any inconvenience caused. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. We would like to encourage the end-user to provide us with the defective sample so that we could do an in-depth investigation. We would also like to remind the end-user to override or defeat the locking safety mechanism once the audible click sound is heard. Based on DHR and preserved sample review no discrepancy was reported or similar defect. However, briefing was conducted to all qa staff to increase their awareness on such defect. MFR will continue to maintain the good quality of our products and ensure that only good quality products will be delivered to customer.